Manufacturer narrative:
The finished goods consumable lot was manufactured with three vitrectomy probe lots. A device history record review for each of the vitrectomy probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. All vitrectomy probe products are 100% visually inspected and tested for actuation, aspiration and cut during the manufacturing process. One vitrectomy probe was returned for evaluation. The vitrectomy probe was visually examined determined to be visually conforming. The returned sample was functionally tested for actuation and cut . Actuation was determined to be nonconforming, while cut was deemed conforming. Actuation test was performed an engineer as the cutter actuation may initially fail due to material remnants left in the needle from its surgical use. The actuation testing was repeated and was deemed conforming. Upon disassembly of the probe, approximately 20 minutes of wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The root cause of the vitrectomy probe not working could not be determined from this investigation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no actuation of the probe during a vitrectomy procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested for evaluation.